Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not observe any insulin during the fill tubing process despite filling with 84 and then 75 units of insulin. Customer reported an elevated blood glucose (bg) level of 300 (mg/dl). During troubleshooting with tandem technical support, insulin was observed to be dripping from the luer lock. Customer reconnected the tubing and completed the fill tubing process several times, but still observed no insulin. Customer then changed tubing and drops were observed, indicating the tubing was the source of the issue. It was indicated that the customer will contact their trainer to inquire about how to treat their elevated bg level.